Event description:
Subcutaneous port was implanted in pt on 10/19/93. A problem was encountered on 2/23/94 during attempted access for chemotherapy administration. X-ray revealed that the catheter had separated from the port and that the catheter had migrated into the heart. All components were removed on 3/2/94. Two components were removed in the or and one component was removed in the cath lab.